Event description:
S [situation]: travel ventilator did not deliver oxygen. B [background]: went to pick patient up from or, when started travel ventilator fio2 did not rise to set level. A [assessment]: ventilator was taken to respiratory office to be checked, new ventilator was brought to the operating room. R [recommendation]: potentially need new travel ventilators. Manufacturer response for transport ventilator, tv100 (per site reporter).